Manufacturer narrative:
The nim 3.0 response was received in good cosmetic condition. Customer's complaint could not be confirmed. Device has been in climate chamber for 24hours in order to stress components, no deviations have been found. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that nim system is not able to detect nerves and there is a noisy background. There was no report of patient impact.